Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 411 mg/dl at the time of the incident. The customer was at 220 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer was having sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.